Manufacturer narrative:
(B)(4). The device was returned for evaluation. Microscopic inspection was performed and there was one black fiber, approximately 1.5 mm long, found between the inner and outer pouches. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Reporter: phone number - (B)(6). The event was reported to have occurred on an unknown date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of a vascular probe. This was noted before use. There was no patient involvement. No additional information is available.